Event description:
Repair center alleged low o2/yellow light and that the unit is leaking. Per independent repair statement low o2 or yellow light. Key failure was the tank was leaking. Additional malfunctions were the tie wraps were defective.